Event description:
It was reported that the patient experienced rising blood glucose levels up to 288 mg/dl a few hours after performing a supply change. The patient was using steel cd infusion sets with 23" tubing and reported that no drops were visible during tubing testing. Upon removing the cartridge, insulin was found to be leaking at the junction where the cartridge attaches to the connector. The affected connector lot was 31137, and the cartridge lot was 31594. It was confirmed that the cartridge had been attached to the connector while already inside the pump. All supplies were replaced, and insulin delivery was resumed. The patient was advised to monitor blood glucose levels and call back if further questions arose. Blood glucose remained elevated for approximately 1.5 hours. The patient did not use back-up therapy or perform ketone testing, did not receive professional medical intervention, and reported only mild thirst as an immediate health effect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.